Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100737454. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced proximal crossover. It was noted that the cylinder was initially located in the proximal left corpora, and after it migrated the component was located in the proximal right corpora. A surgical procedure was performed, and the cylinders and pump were explanted and replaced. There were no additional patient complications.